Event description:
Customer reported that the insulin pump alarmed during manual prime. Most recent blood glucose value was 214 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed during basic occlusion test due to protruded or loose drive support disk. Device received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.